Event description:
Per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent robotic assisted repair with the implant of 3dmax meshes (device 1, 2). Per op notes, ¿on right, there was an indirect and direct hernia. On left, a direct hernia was noted. A medium 3dmax meshes (device 1, 2) were placed in each peritoneal pocket bilaterally and closed with sutures.¿ attorney alleges hernia recurrence, infection, pain and also alleged that patient had nerve pain thereby underwent pain management.

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. Note, the date of event (16-dec-2025) is considered to be the best estimate based on the date of awareness. This emdr represents the3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.